Event description:
Affiliate reports that after implantation, the displayed figures were abnormal. The surgeon removed the device and used a new sensor. The new sensor is reported to be working fine.

Manufacturer narrative:
Codman has rec'd the device for eval. Upon completion of the investigation, a f/u report will be filed.